Event description:
It was reported that during implant of the deep brain stimulation (dbs) lead on the left side, impedances were low, ranging from 12 ohms to 100 ohms. Repeat impedance measurements found the same results. The lead-extension connection was reconnected, but impedances were still low. The screening cable alligator clip and twist-lock screening cable were both replaced, but the impedances remained low. The lead was then replaced, and impedances were then ¿ok.¿ it was noted that the troubleshooting delayed the surgery 5-10 minutes. The patient was reported to be good after surgery.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of lead model 3389s-40 ln: va0kuc8 found the outer insulation was damaged at the depth stop site. Impressions from over -tightening of the depth stop were observed 2.5 cm from the proximal end. The impedances were tested with a known good screening cable and external neurostimulator and found to be normal.